Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that during the internal backup battery test, the battery failed and caused the device to power off due to the battery voltage dropping. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The authorized service provider (asp) inspected the device on (B)(6) 2025 and observed the battery failure during testing. The asp replaced the lithium-ion backup battery to resolve the issue. Following the part replacement, the asp completed a cleaning, running test, and function test. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.